Event description:
Following a trial implant procedure for the evoke spinal cord stimulation (scs), a patient was evaluated at the emergency department (ed) for back pain. The pain onset two (2) hours after the implant procedure and the patient¿s system was not turned on or administering therapy. The patient¿s leads were removed. The patient¿s back pain resolved and the patient was discharged without further interventions.